Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient presented to facility with right ventricular (rv) lead alert triggered for high impedance on the rv and superior vena cava (svc) coil. The rv lead was scheduled for extraction. It was also reported that the rv and svc coil impedance had been erratic and inconsistent. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.